Event description:
According to the distributor's report, a customer reported that she recalled an event happening several months ago. The reporter stated that the device dripped into a child's eye during a facial laceration repair. The child was reffered to an opthalmologist and is reported to be doing fine.